Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous, mildly calcified distal right coronary artery (drca). A 3.0x8mm nc trek balloon dilatation catheter (bdc) was advancing when it met resistance with an unspecified source. Device separated into two pieces at the shaft. Device was simply removed and another unspecified bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.